Event description:
The report stated that during use, the insulation on the wire between the jaws and the handle of the ligasure atlas melted, and the bare wire became exposed.

Manufacturer narrative:
To date, the incident sample has not been received for eval. A pic of the incident sample has been requested. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.